Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient expired. On an unknown date the physician implanted a taxus liberte stent of unknown size in an unknown location. In (B)(6) 2011 according to the patient's family the patient expired. No further information is available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the index target lesion was a de novo lesion with reference vessel diameter of 2.70mm and length of 20.4mm in the distal right coronary artery and was visually 99% stenosed. It was treated with pre-dilatation and placement of a 2.50x32mm taxus liberte stent. Post-dilatation was not performed. Residual stenosis became visually 25% and timi-3 flow was not changed from the pre-procedure. The patient was discharged without complications on aspirin, ticlopidine hydrochloride, and warfarin.

Manufacturer narrative:
(B)(4).